Event description:
It was reported that at pre-discharge check, episodes of atrial noise was noted. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.